Event description:
The procedure with this device was an attempt to revascularize the right external iliac artery stenosis. The attempt was thwarted because the intra-luminal catheter broke at the distal tip. It was retrieved from the patient's vasculature in its entirety by transfemoral wire and sheath access. A glidewire was advanced antegrade across the external iliac artery stenosis, across the common femoral and superficial femoral arteries. A 4 french angled glide cath was advanced over the wire and was used to exchange the stiff, angled glidewire for an amplatz wire. While withdrawing the angled glide catheter over the wire the distal end of it broke off, but remained on the amplatz wire.